Event description:
A consumer reported that a pt experienced hypoglycemia and unconsciousness while using a surestep meter. At 07:00am on event date, pt was found unsconscious on the floor. The pt's logbook reflects that their blood glucose was 225mg/dl at the time of event. Pt did take their set dose of 18u of 30/70 insulin that morning. Pt was transferred to hosp where pt was found to have a blood glucose of 20mg/dl. Pt was admitted to hosp for treatment. At the hosp both the ss meter and ss test strips were destroyed. No further info has been provided by consumer who is the pt's family member.